Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a rotator cuff repair surgery, when tapping in the footprint suture anchor, the distal end of the anchor got fractured, its broken pieces were retrieved with curved forceps. Surgery resumed after non-significant delay with a back-up device; which was used in the originally drilled bone; therefore no voids were left in the patient; whose current health status is good. No patient injuries or other complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device and a suture string were returned with debris on them. The distal end of the insertion device is severely deformed and the proximal end has dents it from being hit with a hard object. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. An evaluation of the customer provided images found one image showing the device, the suture and a broken anchor, and another image showing the suture and the broken anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.